Event description:
It was reported that post op a laparoscopic gastric bypass procedure, post op (B)(6), the patient had a gastro-jejunostomy leak. Sometime between the date of surgery and (B)(6), the patient had two CT scans and two upper gis and all tests came back normal. During the third upper gi, a leak was found. The patient was admitted for treatment then was discharged (B)(6) 2010. During the original date of surgery, the circular device and endocutter device were used and the surgeon did not notice anything with the device's function at that time. A leak test was performed and there were no leaks present. The age and gender of the patient are unknown. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Surgeon is an extremely experienced ees stapler user (+1000 cases with our circular, endocutters), but he has a new partner who has very limited experience with our products. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.